Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2005, and sparc was implanted; on (B)(6) 2006, sparc was implanted; and on (B)(6) 2007, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision of previously implanted sparc mesh¿s on (B)(6) 2006 and (B)(6) 2007. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to recurrent periurethral abscess, infection, prior sling complications, urethral necrosis and perforation. No additional information was provided.